Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient woke up on the morning of the report and their hip was hurting and they realized they were not feeling stimulation. Patient services (ps) reviewed that, based on the description of the screen, the patient was seeing the message to charge the ins. At the time of the call the patient was charging the ins but said they were having trouble getting the coupling boxes shaded and they tried repositioning the antenna. The patient reported seeing the stimulation off icon on their recharger. Ps had the patient reposition the antenna and then press the start charge button, which resulted in 6 coupling boxes. Ps reviewed that the patient will need to charge the ins until it is at least a 1/4 full then they can turn stimulation on but they should continue to charge the ins. The next day, the patient indicated that they were supposed to receive a call from the manufacturer representative, but they still had not received one. The patient reported that they charged the ins "just a little bit" and noted that the ins is "on with the regular controls all the time". The patient said that the reason for calling ps now was because were getting poor coupling when trying to charge the ins but they had charged previously for 3-4hours. The patient reported that they got 2 or 3 coupling boxes when they charged the ins, but the patient will sit there and it will drop down to zero coupling boxes. The patient noted that they had been experiencing this problem for a couple of days. Troubleshooting was not performed on the call as the patient did not have their recharger with them; the patient said they would call back when they found their recharger. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the patient not feeling stimulation and the poor/no coupling was uncertain. The hcp contacted the manufacturer representative to evaluate and the issue had been resolved. No further complications were reported.